Manufacturer narrative:
Initial reporter phone # (B)(6). Medical device manufacturer: the manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore bd headquarters in (B)(4) was used. Device evaluation: a sample is not available but a photo has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was admitted to the ICU and the suspect device was inserted on the initial attempt. The patient's vein condition was noted as "good". The device was being used to administer medication but it was noted to be leaking at the insertion site and infiltration had occurred. The device was removed within 24 hours of placement and it was noted at this time that the catheter tip was missing, stating the "catheter tip had ruptured inside the vein". An x-ray was performed and the patient taken to surgery to remove the retained catheter.

Manufacturer narrative:
An actual sample was not available. One photo was returned for evaluation. A photo evaluation confirmed the customer's reported defect of broken catheter. Part of the catheter is damaged and the tube is divided into two parts. The catheter was cut at an inclined angle. Inspection of 200 retention samples from the reported lot number 16c3141m was performed and all samples were found in good condition. Simulation of the device condition was attempted by various methods. Attempts to pull the catheter by hand resulted in elongation of tube only without any breakage noted. Catheter pull test was performed and was found within specification. A sample was cut by a sharp blade and it was confirmed that the catheter damage in the photo is similar. A sample cut by a knife revealed the same result of a sharp blade. A review of the device history record revealed no abnormalities during the manufacture of this lot. No discrepancy was found in the manufacturing review for machine performance, process/machine disturbance, and stoppages. Bd was able to confirm the customer's indicated failure mode based off the photo evaluation. No issues were found related to the manufacturing process. Based off the simulation results, the reported defect is likely an application issue. See manufacturer narrative.